Event description:
A gap nail implanted in the patient broke at the first distal hole six weeks post-surgery. The fracture occurred while the implant was in situ, leading to its failure.

Manufacturer narrative:
A gap nail implanted in the patient broke at the first distal hole six weeks post-surgery. The fracture occurred while the implant was in situ, leading to its failure. After further discussion with the surgeon and the hospital representative, it was determined that the patient's bone did not heal at all and that the patient began engaging in weight-bearing activities prematurely. As outlined in the device's instructions for use (IFU), device breakage or damage may occur when the implant is subjected to increased loading associated with delayed union, non-union, or incomplete healing. The IFU explicitly states that proper bone consolidation should be confirmed before resuming full weight-bearing activities. Note: this MDR was originally submitted on january 7, 2025, but was rejected by cdrh due to an incorrect fei number in the esubmitter form. It is now resubmitted with the correct fei (3000327445). CAPA initiated to address the issue.